Manufacturer narrative:
Physio-control performed an initial evaluation of the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
The information initially sent in this MDR was a duplicate of medwatch 0003015876-2020-00682. All further investigation information will be reported via medwatch 0003015876-2020-00682.

Event description:
The customer contacted physio-control to report that their device will not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.